Event description:
It was reported that patient faced the infusion set came off which led to bent cannula on (b)(6) 2026. The blood glucose level was high at the time of event treated by injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.